Manufacturer narrative:
Product was returned and evaluated. Dealer and consumer alleged wheels were not affixed properly, return evaluation diagnosed the issue was the lock mechanism is not functional and freight issues assumed to have bent the frame so that the left side did not recline properly.

Event description:
The dealer stated they noticed the wheels were not affixed properly.

Event description:
The dealer stated they noticed the wheels were not affixed properly.

Manufacturer narrative:
Follow up to be sent if additional information is received